Manufacturer narrative:
The reported event of kin/break/high impedance was confirmed. Microscopic inspection of the return lead revealed a kink on the lead body with all internal wires broken. The cause of the reported event is consistent with an overstress condition or sudden event the lead may have been subjected while in vivo.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete device information.

Event description:
It was reported that the patient experienced ineffective stimulation. Diagnostics revealed high impedances on several contacts. The physician suspected the lead to be fractured. As a result, surgical intervention was undertaken wherein the lead was explanted and replaced. Post-operatively, stimulation therapy was restored.